Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units and remained static at 135 units. The customer's blood glucose level was 119 mg/dl. The customer declined to reload the cartridge at the time of the call. Although requested, no additional information was provided on the reported event.